Manufacturer narrative:
(B)(4). The device was received with the top of the I-blade upper tip broken off not returned. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr's or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic colectomy procedure, at the end of the case, the surgeon attempted to close the device and a loud "pop" noise was heard. The surgeon removed the device and set it aside, did not use the device again. The tech inspected the device and noticed that the jaw would not close. Upon further inspection, it was noticed that the top gold piece was also missing on the device. It was the end of the case; no additional device needed to complete. There were no patient consequences reported.